Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer was about to deliver a correct and it showed it had active insulin. Customer's blood glucose was 254 mg/dl. Customer's mother stated the customer did not feel good. Troubleshooting was performed. Checked bolus history and customer's mother stated the bolus readings were incorrect. Troubleshooting for delivery anomaly was performed. Customer stated a bolus of 4 units was delivered at 5:82 am and mom stated that bolus was never delivered. Customer was not low. Customer's mother was persistent that bolus was not programmed. High pressure test and displacement was performed and device passed both test. Device was not exposed to and MRI. No delivery alarm and low reservoir alarm were noted in alarm history. Advised to monitor the device. No further information reported.